Event description:
It was reported that the tolerances on the mayfield ultra 360 patient positioning system (a2009) was off and the unit was slipping. The facility has not reported if there was patient involvement, injury or surgical delay relative to this event.

Manufacturer narrative:
The ultra 360 patient positioning system (a2009) was returned for evaluation: failure analysis: the unit was received with an extra upper handle assembly from another unit. The extra upper handle will be returned to the customer unrepaired. Unit received had the upper and lower handles adjusted to bring them back into tolerance from not holding properly. Both shock cushions, ¼ inch pin, and adjustment wrench were replaced from being worn. Unit was received without the standard adaptor and tri-star adaptor. The unit was tested with a new standard adapter, but will be returned to the customer with the handle open. Root cause analysis: complaint has been confirmed via inspection of the unit. However, service & repairs could not duplicate slipping, but found that the handles were out of adjustment and not holding properly. The handles required readjustment and the unit required replacement of worn components. Probable root cause is routine use and wear. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2011). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.